Event description:
It was reported that prior to implant, the implantable cardioverter defibrillator (ICD) presented in backup vvi mode. The device was not used. There was no patient involvement.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.